Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2017. No injury or medical intervention was reported. Data was reviewed and the reported event of inaccurate cgm values was confirmed. A root cause was not determined. It was reported that multiple bg meters were used throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.